Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause for the malfunction was traced to component failure. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the foreign objects in the forceps elevator could not be established. Olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope had foreign objects in the forceps elevator, adhesive around light guide lens and adhesive around objective lens was cracked. There was no patient involvement.